Event description:
It was reported that, "revision case, previous case 2001, cervi lock plate. Took plate out. Fuse level above with hybrid. Bottom 4.5 x 16 var self tap. Locked in two upper screws and bottom left screws. Last screw wouldn't lock in ring. Screw would spin in place. Took plate out, found metal shavings in site. Shavings enclosed with plate in tape. Used new plate same screws. Same outcome. Had to use excessive force to lock screw into ring. Not sure if screw did finally lock into ring.

Manufacturer narrative:
Additional information has been requested and if made available will be reported on a supplemental.